Manufacturer narrative:
(B)(4). The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, missing end cap sticker, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a crack on the top of the reservoir compartment. They could still use the device but the reservoir kept coming out. The device had not been bumped or dropped. The customer¿s blood glucose during the incident was unknown. The device was returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, missing end cap sticker, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.